Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had intermittent vibration. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A receiver functional test was performed and passed all the relevant testing. Manual "try it" testing and was performed and passed. Drop test for intermittent vibration was performed and passed all the relevant testing. The receiver case was opened for an interior inspection and it failed. Moisture damage was observed. The vibrator resistance was measured and found to be within specification. The reported event of an intermittent vibration was undetermined. A probable cause could not be determined.